Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ovarian cyst ('multiple cyctic follicles') in a 30-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder and depression. Concurrent conditions included fibromyalgia, vision blurred, numbness, vertigo, shortness of breath, chest pain, fainting, swelling, giddiness and asthma. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain female, pain,stabbing pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue/ tiredness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysgeusia ("metallic taste in mouth") and back pain ("back pain"). In (B)(6) 2010, the patient experienced urinary incontinence ("bladder problems, bladder or urinary problems or changes;- bladder weakened"). In (B)(6) 2010, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition:- anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dizziness ("dizziness"), asthenia ("generalized weakness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), paraesthesia ("tingling in hands and feet") and pelvic discomfort ("discomfort"). In (B)(6) 2011, the patient experienced dental caries ("dental problems;- tooth decay, gum issues"). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant) and pelvic adhesions ("pelvic adhesions"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), visual impairment ("vision problems") and gingival disorder ("gum issues") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (oophorectomy (bilateral) and hysterectomy (full),bilaterl salphingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, hormone level abnormal, visual impairment and gingival disorder outcome was unknown, the ovarian cyst, pelvic pain, abdominal pain, menorrhagia, anxiety, urinary incontinence, migraine, headache, fatigue, vaginal haemorrhage, female sexual dysfunction, dizziness, asthenia, nausea, dyspareunia, dysgeusia, pelvic adhesions and pelvic discomfort had resolved, the dental caries had not resolved and the paraesthesia and back pain was resolving. The reporter considered abdominal pain, anxiety, asthenia, back pain, dental caries, device dislocation, dizziness, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, gingival disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic adhesions, pelvic discomfort, pelvic pain, urinary incontinence, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:- menorrhagia, anxiety, back pain, fatigue, tiredness, generalized weakness, headaches, dizziness, paresthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs&mr received reporter information was added. Lot no was added. New event added vaginal bleeding, apareunia (inability to have sexual intercourse), dizziness, generalized weakness, nausea, tooth decay, dyspareunia (painful sexual intercourse), metallic taste in mouth, tingling in hands and feet, pelvic adhesions, back pain, discomfort, multiple cystic follicles. And event updated bladder disorder to bladder weakened and psych injury to anxiety. Event outcome updated. Treatment drug, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ovarian cyst ('multiple cyctic follicles') in a 30-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder and depression. Concurrent conditions included fibromyalgia, vision blurred, numbness, vertigo, shortness of breath, chest pain, fainting, swelling nos, giddiness and asthma. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain female, pain,stabbing pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue/ tiredness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysgeusia ("metallic taste in mouth") and back pain ("back pain"). In (B)(6) 2010, the patient experienced urinary incontinence ("bladder problems, bladder or urinary problems or changes;- bladder weakened"). In (B)(6) 2010, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition:- anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dizziness ("dizziness"), asthenia ("generalized weakness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), paraesthesia ("tingling in hands and feet") and pelvic discomfort ("discomfort"). In (B)(6) 2011, the patient experienced dental caries ("dental problems;- tooth decay, gum issues"). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant) and pelvic adhesions ("pelvic adhesions"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), visual impairment ("vision problems") and gingival disorder ("gum issues") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (oophorectomy (bilateral) and hysterectomy (full),bilaterl salphingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, hormone level abnormal, visual impairment and gingival disorder outcome was unknown, the ovarian cyst, pelvic pain, abdominal pain, menorrhagia, anxiety, urinary incontinence, migraine, headache, fatigue, vaginal haemorrhage, female sexual dysfunction, dizziness, asthenia, nausea, dyspareunia, dysgeusia, pelvic adhesions and pelvic discomfort had resolved, the dental caries had not resolved and the paraesthesia and back pain was resolving. The reporter considered abdominal pain, anxiety, asthenia, back pain, dental caries, device dislocation, dizziness, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, gingival disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic adhesions, pelvic discomfort, pelvic pain, urinary incontinence, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:- menorrhagia, anxiety, back pain, fatigue, tiredness, generalized weakness, headaches, dizziness, paresthesia. Lot number: 50512921 manufacture date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), migraine ("migraine"), headache ("headaches"), visual impairment ("vision problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, hormone level abnormal, migraine, headache, visual impairment and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and visual impairment to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available):imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 18-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, migration, bladder problems, hormonal changes, migraine, headaches, vision problems, fatigue. Patient date of birth, lab data, essure removal date and treatment details added.no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.